Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen in the clinic for a normal follow up appointment. The device was interrogated and the device battery estimate was 3.1 years. The physician proceeded to complain that the company devices have poor batteries. The physician declined a clinical data review analysis on the battery. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected data: this device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.